Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the imaging window was observed partially detached near the lapjoint section. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. Impedance testing shows an electrical open at distal wave form. The transducer level impedance test with the microprobe could not be performed due to the superficial condition of the transducer. Based on the x-ray analysis, no discernible defect could be seen. A media was provided, reviewed and confirmed the reported image issue.

Event description:
Reportable based on the device analysis completed on 08aug2023. It was reported that visualization issue occurred. The 85% stenosed, 70 x 3.1mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed imaging window detached next to the lap joint section. Additionally, it was further reported post device analysis that the device was detached at the end of the procedure. A snare was used to capture and removed the hose from the patient`s body.